Manufacturer narrative:
Device was not returned for evaluation. Gathered information surrounding the event reveals that the device functioned as intended for use. If further information develops that adds value to the content of this report, the investigation will be re-opened and a follow-up report will be sent.

Event description:
Prior to surgery, the device was manufactured as a patient-specific device to fit the contour of the patient's skull based off CT scans. During surgery the surgeon had to deviate from the original surgical plan causing the implant to fit improperly.